Event description:
It was reported to boston scientific corporation that a rx ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown). According to the complainant, during the procedure, upon flushing, the contrast started to leak out of the catheter 25 centimeters from the distal tip. Another rx ercp cannula tapered tip device was used to complete the procedure. There were no patient complications reported and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination found a kink in the bonded joint of the device. The kink was found at 1.1 centimeters from the proximal end of the single lumen extrusion. The outer diameter of the joint was within the manufacturing specification. A functional evaluation was performed by injecting water through the device using a 20-milliliter syringe. The device did not leak while injecting water through it. The reported malfunction could not be confirmed. A lot history search was performed and found no other complaints against this lot.